Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/17/2017 with the following findings: the pump was powered on to a dim and pink display. Unrelated to the issue, chipped paint was found on multiple areas of the pump case. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and pink. This report is made based on results of investigation completed on 02/17/2017.